Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds and high impedance. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.